Manufacturer narrative:
Product analysis: a trailblazer device was returned for evaluation. Device was decontaminated with a cidex opa solution and a tergazyme soak. The size on the strain relief is 0.035in x 90 cm. A kink was observed on the catheter at the stain relief. Biologics observed in the catheter. The tip was detached on the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the trailblazer support catheter, a patient underwent intervention for a target lesion characterized by severe calcification, 99% stenosis, 100mm length, and 7mm diameter, located in the mid left common iliac artery. Moderate resistance was encountered when advancing the device. The distal portion of the catheter detached/fractured at the target lesion, resulting in a 30-minute delay in surgery. The detached component was removed by snaring. The procedure was completed using a new device of the same make and model. No symptoms, complications, adverse outcomes, illnesses, infections, irregularities, or deaths were reported for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.